Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the date on the meter was incorrect. This indicated that the date on the pump may also have been incorrect. The reporter could not verify if the time and date were correct on the pump. The pump was unavailable at the time of the call for troubleshooting. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.